Manufacturer narrative:
Visual inspection and additional testing methods were performed on the returned device. The reported material damage was able to be confirmed, as there was an observed proximal tube break; however, the guidewire was not separated and remained in one piece. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the investigation analysis, the cause for the reported damage (material separation), material too soft/flexible, and the difficult to advance were due to operational context. The returned device was noted to be kinked and bent throughout the guidewire, especially in the region of the guidewire break. In this case, it is likely that the reported difficulties and damage were caused by the interaction between the associated guidewire, the kinked guide catheter, and the pressurewire guidewire. The submitted media (cine) was reviewed. The physician reported that the pressurewire x was delivered in parallel to the bmw as a buddy wire because he was sure it would not pass otherwise. The ¿folding¿ or kinking of the guide catheter caused a restriction in access for the pressurewire x to pass. The bmw guide wire did pass the kink in the guide catheter but as the pressurewire x was the second wire to go through the kink, it would not pass. Additionally, the pressurewire x is not developed for the same type of use as the bmw guide wire. The folding of the pressurewire x as well as the interaction with the bmw and the kinked guide catheter contributed to the fracture of the pressurewire x. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed in the right subclavian artery. A non-abbott guide catheter was placed at the level of the right subclavian artery; however, the guide catheter became folded. A hi-torque (ht) balancemiddleweight (bmw) guide wire was able to be advanced through the folded guide catheter without difficulty. The pressurewire x wireless guide wire was then advanced; however, the pressurewire x was unable to fit through the guide catheter and buckled. It was removed looped, without difficulty, but the distal end of the pressurewire x broke, just before the exit from the guide catheter. The pressurewire x separated into two pieces, but remained in the guide catheter and was removed. A second guide catheter of another curvature was advanced, which did not fold, and a second pressurewire x was used to continue and complete the procedure. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed EU mir report, the following information was provided: the pressurewire x wireless guide wire prolapsed during advancement and even though it was prolapsed there was no difficulty during removal. No additional information was provided. The hi-torque (ht) balancemiddleweight (bmw) guide wire will be captured as a non-complaint product experience as there was no device issue and was successfully used in the procedure. There is nothing in the information provided that meets any part of the definition for a complaint as stated in 21 cfr 820.3.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.